Event description:
Nurse performing a catheter exchange procedure with a 4 fr introducer/PICC line replacing a 3 fr PICC line. Introducer fractured at insertion site, leaving approx 44 cm of catheter in the antecubital. Pt taken to ER and sent home with tourniquet until next day. By next day the catheter had migrated and had to be removed through the groin.